Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient developed exertional angina and was referred for cardiac catheterization. In (B)(6) 2014, the patient was hospitalized for surgery as there was aortic stenosis and severe disease noted in the right coronary artery (rca). This was treated with saphenous vein graft (svg) to right posterior descending artery (pda). The patient also underwent svg to 2nd obtuse marginal (om) artery. The next day, redo coronary artery surgery and aortic valve replacement was performed as a treatment. Nine days later, the event was considered resolved without residual effects and was discharged on aspirin and clopidogrel on the same day.

Event description:
Same case as MDR ID# 2134265-2014-07298. (B)(4). It was reported that patient experienced angina. In (b)(60 2010, the patient presented with symptoms of chest tightness which was diagnosed with stable angina and was referred for cardiac catheterization which revealed two target lesions. Target lesion #1 was a 95% stenosed, 10x3.5mm, de novo ostial lesion located in the proximal right coronary artery(rca). Target lesion #1 was treated with pre-dilatation and placement of a 3.50x16mm promus element ¿ drug eluting stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was a 95% stenosed, 9x4.0mm, ostial restenotic lesion located in the proximal saphenous vein graft (svg) extending to the 2nd obtuse marginal artery. Target lesion #2 was treated with pre-dilatation and placement of a 4.00x12mm promus element ¿ stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was diagnosed with angina and was hospitalized on the same day. Ten days post hospitalization, the event was considered resolved without residual effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date corrected from (B)(6) 2014 to (B)(6) 2013. (B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient experienced angina symptoms.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a 100% restenosis of the previously placed 4.00x12mm promus element ¿ stent and restenosis of previously placed 5.00mm x20mm and 3.00mm x16mm taxus stents implanted in (B)(6) 2005 in the svg to 2nd om was noted. As a treatment, the patient underwent coronary artery bypass graft (CABG) in the svg to 2nd om. On the same day, the 95% focal restenosis of previously placed study stent, and 3mm x 16mm and 3mm x 24mm taxus stents placed in (B)(6) 2005 in the svg to proximal rca was noted. As a treatment, the patient underwent CABG in the svg to proximal rca. Additionally, the patient also underwent CABG in the svg to diagonal and aortic valve replacement.